Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a methicillin-resistant staphylococcus aureus infection a few weeks after the implant of a cardiac resynchronization therapy pacemaker (crt-p) system with an absorbable envelope. The crt-p system was explanted. The patient later received a leadless pacemaker system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection a few weeks after the implant of a cardiac resynchronization therapy pacemaker (crt-p) system with an absorbable envelope. The crt-p system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.